Event description:
Before the operation, staff at the hospital inspected the basic unit (adapter to the operating room table) / mayfield clamp and they did not find any problems. The operation started and the patient was anesthetized, then the hospital staff heard a noise. They found the lever of the basic unit became loose and could not fix the head. They had to use another basic unit they had. The clamp lever of the basic unit was the part that failed. No injury reported. (B)(4).

Manufacturer narrative:
The lever of the basic unit malfunctioned. It is not possible to fix the head clamp adequate. Device sent to OEM manufacturer for further investigations.